Manufacturer narrative:
The device was returned to olympus for inspection and the reported issue was confirmed. White foreign material was found adhered to the sterilization bag. However, there was no abnormality on the mouthpiece itself. Based on the results of the investigation, a definitive root cause could not be determined. Upon initial analysis of the foreign material, the main component was identified to be the same as the same main component of mouthpiece (polyoxymethylene, i.e. Polyacetal). However, since the foreign material showed peaks derived from carbonyl groups or nitrogen compounds, it is possible that the foreign material is not the mouthpiece itself, but a deteriorated or altered material. Further analysis of the material indicated it is possible that some of the mouthpiece filler components have leached out. In addition, components such as nitrogen, sodium, and silicon that were only confirmed in the white foreign material may be derived from components contained in trace amounts in chemicals used in the vicinity, tap water, and mouthpiece. It is therefore likely that the mouthpiece itself had deteriorated, and its material had changed due to autoclaving when chemicals remained on the mouthpiece due to insufficient cleaning or rinsing, and that this has adhered to the inside of the sterilization bag. However, after checking the information regarding autoclave usage conditions at the facility, it was not possible to identify the cause of the foreign material remained as the autoclave was outsourced to an outside contractor and it is unknown where the product was placed in the device. It was noted the sterilization set time was five minutes as 132-134°c. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during reprocessing, a new mouthpiece was taken out of the box and was autoclaved before first use. After autoclaving, the sterilization bag containing the mouthpiece was checked, and the facility noted that a white powder seemed to have come out from the mouthpiece and the powder-like residue was found adhered to the sterilization bag. Upon inspection of the initiating requestor, rather than seeing a defect on the mouthpiece itself, it was observed that the outline of the mouthpiece was clearly visible on the inner transparent surface of the sterilization bag, resembling rain marks, and that this area appeared slightly stained white. Rather than the powder itself being visible, the stained traces from the mouthpiece appeared to adhere to the inside of the sterilization bag. Furthermore, when the on site nurse checked the subject device it was noted that small marks like water droplets were on the mouthpiece side as well and were visible depending on how the light hit it. There were no reports of patient involvement.